Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p41, from the therapy pcb assembly was not properly seated in pcb-mounted jack connector, designator j41, found on the power module.  Physio then reseated the connection which resolved the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.